Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the inserter showed no damage. Torque limiter was functionally tested and performed as intended. Without the return of the anchor no root cause can be determined. Further investigation is not warranted at this time.

Manufacturer narrative:
No evaluation conducted to date pending device return or DHR.

Event description:
The handle broke when removing the inserter. The grub screw partially came out of the anchor and had to get redeployed.